Event description:
According to the field, the electrode was dislocated and surgery was scheduled for reinsertion. During the revision surgery it looked like the electrode was damaged, so the surgeon decided to use a new implant.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was not providing benefit due to a post-operative migration of the electrode out of cochlea. A revision surgery was performed, however, the device was inadvertently damaged. The reported damage could be confirmed during device investigation. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the field, the electrode was dislocated and surgery was scheduled for reinsertion. During the revision surgery it looked like the electrode was damaged, so the surgeon decided to use a new implant.